Event description:
(B)(6): customer reported to product monitoring via phone that system was intermittently losing fluoro during an unk pt procedure. Customer reports procedure was completed. However they were unsure if the system completely lost fluoro or how the procedure was completed. No injuries were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.